Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unit would not power on and that several cables and connectors appeared to be slightly pushed in. A field service engineer (fse) checked for possible power supply or communication sled issues. The fse found that the power cord was damaged and swapped the power cord from pharmacy to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed black screen and unable to power on. The station was offline on remote smart service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.